Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a wearable failure which occurred the same day the wearable had been inserted in the arm. The patient inserted a new sensor on (B)(6)2025 and performed the calibration. The continuous glucose monitor (cgm) reading was 227 mg/dl and the bg reading was 270 mg/dl. The patient went to sleep after the calibration. During that time, the cgm reading was 50 mg/dl, which then changed to 350 mg/dl on the dexcom app, and the tandem mobi pump delivered insulin based on the 350 mg/dl reading. The wearable failed while the patient was sleeping. The patient experienced seizures and a hypoglycemic reaction. His wife called 911 and paramedics because the patient was unconscious. The paramedics took the patient to the hospital. No medication was documented. He stayed at the hospital for about 6 hours. At the time of the report the patient was feeling sore and stiff all over. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.